Event description:
It was reported that display issues occurred. A rotablator rotational atherectomy system was used for treatment. During preparation, it was noted that the console shows no display on the screen. The procedure was not completed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The console's void seal was broken. The foot pedal's floor pad was gouged and a stain was noted on the triple-bore hose. An attempt was made to test the console and foot pedal using a rotalink 1.75mm burr. The console could not be tested as there is no rotational speed display due to a massive gas/air leak at the turbine pressure switch and there is no burr rotation, given the age of the console. The rotational speed is not displayed due to a failed (leaks) part in the pneumatic circuit. The foot pedal was tested with a gold console and functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that display issues occurred. A rotablator rotational atherectomy system was used for treatment. During preparation, it was noted that the console shows no display on the screen. The procedure was not completed. No patient complications were reported.